Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -12.0/2.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem.

Manufacturer narrative:
Pt information: unk. Claim# (B)(4).